Event description:
This device case, reported by a diabetes specialist nurse to a company representative, concerns a pt. No medical history was provided. The pt was not on any concomitant medications. The pt rec'd insulin lispro (humalog), no dosage specified, via a pen injection device (humapen ergo - clear cartridge holder), for the treatment of diabetes beginning in apr-2002. In sep-2002, 5 months after starting therapy with insulin lispro, the pt was admitted to hosp with diabetic ketoacidosis. The reported stated that the pt had problems with their blood sugars prior to hospitalization, but controlled them by adjusting the insulin dose. The reporter stated that the humapen feels like it is engaged but it is not. The pen does not have broken engagement tabs. Therapy with insulin lispro via a humapen ergo pen injection device was discontinued in sep-2002. At the time of reporting the pt had fully recovered. The pen is due to be returned for further analysis. Pharmaceutical delivery systems preliminary comments: upon return of the device an evaluation will be performed to determine if a malfunction has occurred. The reporter considers the event of diabetic ketoacidosis to be causally related to the humapen ergo.